Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
Stryker active (B)(6) complaint. (B)(6) stated that her mother "had right knee surgery/ replacement. She can only get up and take tiny steps, just a few. She has to have everything next to her bed, she is depressed a lot and mostly bed ridden. She is only (B)(6)." "The doctor just keep saying there is nothing wrong with the artificial knee."